Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during patient use, the ventilator shut down. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. The service engineer evaluated the ventilator and did not duplicate the customer reported condition. The ventilator passed self-testing.

Manufacturer narrative:
An inspiratory flow sensor was returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions. An investigation was performed and the product analysis technician reported that no fault was found. If information is provided in the future, a supplemental report will be issued.